Event description:
Caller reported that the quick bolus/wake button on pump was difficult to press and often required multiple presses to activate the pump screen. Caller did not provide information regarding any adverse impact on blood glucose levels. Technical support instructed the caller on how to press the button effectively and confirmed that the pump needed replacement, as it was still under warranty. The customer was informed about using multiple daily injections as a backup therapy to ensure continuous insulin delivery. Arrangements were made to ship a replacement pump, and the caller was advised on returning the faulty pump within 10 days.